Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer's blood glucose (bg) level increased to 600 mg/dl customer attempted to address elevated bg with a correction bolus via the pump. As a result, customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on 7/18/2025 with the issue resolved and no permanent damage.